Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: february 17th 2026. Section h3 - device evaluated by manufacturer? Yes . Device evaluation: the patient interface was received within original packaging confirming the reported lot number. The lens was cleaned before evaluating to remove any debris. A visual inspection of the returned product after cleaning did not reveal scratches on the lens. The reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a - implant date: not applicable. The device is not an implantable device. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when using the device, it was confirmed that there was cut mark on the product. There were no reports of flap problems. The issue occurred during the procedure and the procedure was successfully completed even under such a situation. There was no patient injury. No further information was provided.